Manufacturer narrative:
Date sent: 12/21/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast procedure the top of the device is broken in the breast of the patient and is still there. Device will be returned.